Event description:
It was reported that the customer had high blood glucose levels of 151 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
It was reported that the customer received a check settings alarm. The blood glucose was 304 mg/dl. The customer received the alarm when he set the time and during the rewind process. Advised to monitor the insulin pump. The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. The unit was received with minor scratches on lcd window.